Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that he had issues with 5 of his sensors and the spring broke. The customer reported issues with the insertion process. The customer declined to troubleshoot. The product was not returned for analysis